Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report #s 3005099803-2012-03928, 3005099803-2012-03931, and 3005099803-2012-03932 address the other devices. It was reported to boston scientific corporation that four resolution clip clipping devices were used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the first clip failed to release from the catheter. The clip was able to attach to the tissue but the clip was not able to open back up to be removed. It was reported that the nurse did not move the slider distally to release the clip after deployment. The doctor then pulled back on the clip to remove it from the tissue. The same exact failure reportedly happened with three more devices, and the procedure was completed with a fifth resolution clip clipping device. There were no patient complications reported as a result of this event. The patient's condition was reported to be "stable" following the procedure.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The reported event of clip failed to separate from catheter. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.